Manufacturer narrative:
Coopersurgical inc. Is currently investigation the stated complaint. Once all available information has been received and the investigation complete, a final report will be filed. (B)(4).

Event description:
Report received that during a diagnostic laparoscopic procedure for persistent pain, a 5cm distal tip of a humi was discovered and removed. This patient had undergone a laparoscopic supracervical hysterectomy on (B)(6) 2010 which it has been presumed that during that procedure the tip had broken and was left behind.